Event description:
Procedure type: sigmoid resection. According to the reporter: during the 2nd application, it was not possible to close the loading unit. A new stack was used. Non activated clamps fell into the situs after releasing of the 3rd loading unit. They were retrieved by the surgeon. It was no longer possible to fully close the loading units. This issue extended the surgery for about 40 minutes without pt harm. The pt was not injured. No blood loss occurred. There was not an extension of the incision. No tissue damage or loss occurred. A new instrument was used to finish the surgery.

Manufacturer narrative:
(B)(4).